Manufacturer narrative:
The lot number was provided for three out of three malfunctions; therefore, a lot history review is currently being performed. Out of three devices, one device was returned and two was not received. Therefore, the investigation of the reported event is confirmed for catheter fracture, kink, discoloration, and wear for one malfunction and the remaining two malfunctions are inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8808560 implanted port allegedly experienced puncture. This information was received from various sources. These three malfunctions involved patients with no consequences. Age, weight, and gender of the patients were not provided.

Manufacturer narrative:
The lot number was provided for three out of three malfunctions; therefore, a lot history review is currently being performed. Out of three devices, one device was returned, one is awaiting return, and one was not received. Therefore, the investigation of the reported event is inconclusive for one malfunction and the remaining two malfunctions are pending evaluation.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8808560 implanted port allegedly experienced puncture. This information was received from various sources. These three malfunctions involved patients with no consequences. Age, weight, and gender of the patients were not provided.